Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The bilaterally implanted recipient has not been responsive to sound with the device and unwilling to wear the right audio processor since late summer 2017. The mother is unaware of any trauma to the implant site but does state that the recipient is very "rough" and has a high pain tolerance, thus may not have noticed if an incident had occurred. The recipient was re-implanted.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has not been responsive to sound with the device and unwilling to wear the processor since late (B)(6) 2017. The mother is unaware of any trauma to the implant site but does state that the recipient is very "rough" and has a high pain tolerance, thus may not have noticed an incident had occurred. An x-ray will be ordered. Revision surgery is considered.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: based on the received information from the field damage to the active electrode due to excessive mechanical stress appears very likely. Reportedly re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient has not been responsive to sound with the device and unwilling to wear the processor since (B)(6)2017. The mother is unaware of any trauma to the implant site but does state that the recipient is very "rough" and has a high pain tolerance, thus may not have noticed an incident had occurred. Revision surgery is considered but a date has not yet been made available.